Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred. It was determined that loss of connection was related to the mobile application no data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.